Manufacturer narrative:
Additional information was received for this incident that required an update for the device code for the initial report of this incident. Other evaluation codes were also added after completion of the investigation.

Event description:
Allegedly, patient revised due to the head separating from the shaft. (Patient was not very clear on this) updated information: allegedly, the patient was revised due to fracture of the modular neck.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to the head separating from the shaft. (Patient was not very clear on this). (B)(4).